Event description:
Additional information was received from the patient. The patient reported the battery life had expired and they did not want to replace the battery. The patient did not remember when they first noticed the implant was dead/stopped using the stimulator, but thought it was 2023. The patient noted the circumstances that led to the implant being dead was that it was not holding a charge, but the cause of the implant being dead was the battery life expired. No steps were taken or planned to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). Caller reports patient has not used the stimulator for couple of years and the device is dead. Caller reports they had given all her external equipment to the patient's physician. Reviewed MRI eligibility report. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.